Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel of left forearm. A 5.0mmx40mmx40cm (4f) sterling was advanced for dilation. During 2nd inflation at around 13-14 atmospheres for 30 seconds, the balloon ruptured in a pinhole form at the balloon end. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated d4: lot number, updated d4: expiration date, updated h4: device manufacture date.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel of left forearm. A 5.0mmx40mmx40cm (4f) sterling was advanced for dilation. During 2nd inflation at around 13-14 atmospheres for 30 seconds, the balloon ruptured in a pinhole form at the balloon end. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.